Event description:
Clear connector locking sleeve may not have been used when device inserted into patient. Md and staff may have discarded clear connector thinking it was not part of final product, but rather a cover for the sharp end going into the device.